Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. During analysis, visual examination found two areas on the lead where the insulation was damaged, one at 22.3 ¿ 22.7 cm from the connector pin, and another at 12.8 ¿ 13.0 cm from the distal tip. The insulation damage was consistent with friction to the device can or features of the patient's anatomy. No other anomalies were found.